Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 04.647.125s, lot: 9300730, manufacturing site: mezzovico, release to warehouse date: december 23, 2014, expiry date: december 1, 2024. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The received x-ray confirm the issue as per event description that the plate of zerop-cage is broken. The complaint therefore has been determined to be confirmed. Not possible to identify the root cause for the reported problem without having the complained part available for investigation. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient birth year: (B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient was originally implanted with zero-p variable angle (va) implant on (B)(6), 2021. X-ray taken on an unknown postoperative date identified that the zerop-cage plate is broken. Later surgeon reported that at the patient's request, the cervical spine cage was revised promptly on (B)(6), 2021, and intraoperatively it was revealed that the implant was intact. Per surgeon this is difficult to comprehend, as the x-ray image showed a high suspicion of a fracture of the titanium plate. No further information provided. This report is for one (1) zero-p va implant 5mm height lordotic-sterile this is report 1 of 1 for complaint pc-(B)(4).